Manufacturer narrative:
Concomitant medical products: product ID: 2088tc lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post-operative intercoastal stimulation from the right ventricular (rv) lead and phrenic nerve stimulation from the left ventricular (lv) lead. Output to both leads were reduced and the phrenic nerve stimulation was noted to resolve. The patient returned in the weeks following with phrenic nerve stimulation present again. The lv lead was reprogrammed again with no further stimulation noted. The leads remain in use. No further patient complications have been reported as a result of this event.